Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The customer reported that: "when positioning the screw, the operator notices that the screw is broken at the end, a piece of the screw remains in the in the patient's elbow. It is impossible for the surgeon to remove this piece. Piece of screw left in the patient's elbow."

Manufacturer narrative:
Please note correction to d9/h3 as the device was not returned for evaluation. The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. A device inspection was not possible since the affected device was not returned and no other evidences were provided for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. If the device is returned or if any additional information is provided, the investigation will be reassessed. H3 other text : device disposition unknown.

Event description:
The customer reported that: "when positioning the screw, the operator notices that the screw is broken at the end, a piece of the screw remains in the in the patient's elbow. It is impossible for the surgeon to remove this piece. Piece of screw left in the patient's elbow."